Event description:
Patient called to report bleeding after insertion of dexcom device. She did pinch up the skin prior to insertion and does have scar tissue at the site of insertion. Patient stopped the bleeding herself after 5 minutes of removal of the dexcom product. Patient is reported to be doing well. No additional information is available.